Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received scan results of 110.00 mmol/l,178.00 mmol/l, 58.00 mmol/l, 50.00 mmol/l and 92.00 mmol/lon the adc meter and when the maximum and minimum results were plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of device wear is unknown. There was no report of death, serious injury, or mistreatment associated with this event.